Event description:
Dental handpiece end cap and turbine came out of handpiece and down pt's throat. Pt started choking and doctor was able to retrieve the turbine and end cap. Pt suffered scratches in the throat. Pt was sent to medical facility. As of 10/24/06 doctor clamis pt has received treatment but does not know what the treatment is and has no info on pt condition. Doctor will not provide name or contact info.

Manufacturer narrative:
This device was not made available for evaluation by the user, despite multiple attempts at obtaining the handpiece for evaluation. Because of this no testing could be done to determine if a failure occurred in the product, or if a replacement turbine assembly was installed after the purchase of the original device.